Event description:
Complainant alleged that the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up, that was unable to be cleared. Customer also indicated that it is unknown if there was any patient involvement. However, no adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no physical damage. A review of the autopulse archive was performed and the reported complaint that the platform displayed a user advisory 7 (discrepancy between load1 and load2 too large) fault was confirmed. The archive data shows that multiple ua7 faults occurred on the reported event date of (B)(6) 2014. Functional testing was performed and the reported complaint was confirmed. On initial power-up of the platform, ua7 fault was observed. It was found that the j3 on the processor board was damaged. Functional testing was still able to be performed with a test mannequin for approximately 30 minutes and no problems were found. Based on the investigation, the parts identified for replacement were the processor board and the load cell amp cable. In summary, the reported complaint was confirmed based on the archive review and functional testing. The fault was found to be due to a defective processor board. Upon replacement of the part, the platform was ran with a test mannequin for approximately 10 minutes and the platform passed all testing criteria.